Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient thought that they only had one program and didn¿t have an appointment with a healthcare professional (hcp) until the end of (B)(6) 2017. They were having a loss of therapy, where their symptoms returned. They tried increasing the stimulation, but they felt stimulation in the wrong location; in the buttocks instead of the bowel. It was noted that the patient moved and lifted heavy boxes, which could have been related to the issue. They didn¿t have their patient programmer (pp) with them, but noted that they saw a checkmark and a 1 on the screen. The loss of therapy began in (B)(6) 2017. On (B)(6) 2017, they synced with their implanted neurostimulator (ins) and was on program 4 and saw the stimulation was off. They turned it on and stated that the stimulation was too strong. They noted that they did increase it on the sunday prior, to 1.4 volts (v), because they weren¿t feeling it. It was noted that program 1 was not good and they could feel it in their left labia, program 2 was further along in their buttocks, close to their rectum, and program 3 was the best. They were going to call their hcp. There were no further complications reported or anticipated.